Event description:
It was later reported that the cause of death was cardiac disease, and it was unrelated to the pump.

Event description:
A patient death was reported approximately twenty-four hours after a refill was performed in their home. As of the date of this report, the patient's healthcare provider was working to determine if the refill had anything to do with the patient's death. The medication used within the system was unknown. Additional information was requested but not available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
Product ID 8709, serial(B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).